Event description:
A surgeon reports that one month following intraocular lens (iol) implant surgery, the pt was treated for uveitis. The pt also described pain and discomfort. The association bewteen this event and the iol is not known. Additional info has been requested.